Event description:
The ge oec 9800 fluoroscopy system displayed "system failure" on the right monitor and "communication failure" on the mainframe control. A system reboot generally restores functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and upgraded the single board computer and software to correct the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.